Manufacturer narrative:
D10: 304-02-07 - equinoxe humeral stem fracture right 7mm (B)(6); 310-02-44 - equinoxe, humeral head tall, 44mm (alpha) (B)(6); 322-36-00 - 145-deg pe 36mm hum liner +0 (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the right side. Subsequently, the patient experienced decreased range of motion and pain in their shoulder. The patient was revised to a reverse tsa. Patient was last known to be in stable condition following the event.